Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated that the infusion device was delivering an inaccurate amount of insulin. The customer received a blood glucose result of 285 mg/dl. He took a bolus of insulin to bring his blood glucose down to 100 mg/dl. The customer tested two hours later and his blood glucose result was 381 mg/dl. The customer stated he does not know if the infusion device is delivering insulin. No adverse event reported. The infusion device serial number was not provided. The infusion device was requested to be returned for product evaluation.